Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose level (bg) was 385 mg/dl. Reportedly, customer went to the emergency room on (B)(6) 2022 and was subsequently admitted to the intensive care unit. The customer received intravenous fluids of saline, potassium, and insulin. Customer declined follow up for release date from the hospital. No other customer information was available.